Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed that 44 cm distal to the is-4 connector pin the lead body was found squeezed and deformed. In this area all the conductor coils were found fractured, which is assumed to be the root cause of the reported high impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as a cut into the outer insulation (40 cm distal to the is-4 connector pin), most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted and replaced due to impedance >3000 ohms. Suspected lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.